Manufacturer narrative:
Enlargement of the peripheral iridotomies was performed by yag laser. Anterior chamber irrigation/evacuation of visco/fluids was performed. An additional suture was required. The icl was explanted on (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). Work order search: 1 similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -9.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Angle closure with elevated iop (35 mmhg) and excessive vault was observed. "After an additional lpi, with a round of diamox, combigan, and simbrinza the iop did respond." Enlargement of pi, yag, and the anterior chamber irrigation/evacuation of visco/fluids, and additional sutures were done on (B)(6) 2018, per reporter as of (B)(6) 2019 the patient has pain and photophobia. Per reporter as of (B)(6) 2019 the patient's acuity is correctable to 20/20 ou. Reportedly "patient is not interested in replacement at this time."